Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 250 mg/dl- 389 mg/dl and 40 mg/dl at time of incident and current blood glucose level was 93 mg/dl. The customer was treated with insulin pump and food. The customer had symptoms such as irritation and thirst. The customer does not allege pump was under delivering. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.